Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Dilator tip damage was observed out of the package. The original sheath was used to complete the procedure without patient complications. The fardrive instructions for use states that physically damaged devices should not be used when noted upon inspection as it may cause patient and/or user injury if the sheath is used. The sheath was returned for analysis. It was further noted that the dilator was used with great caution prior to the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. An attempt to insert the dilator into the sheath noted successful insertion of the dilator with slight resistance during gradual insertion through the sheath. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Dilator tip damage was observed out of the package. The original sheath was used to complete the procedure without patient complications. The fardrive instructions for use states that physically damaged devices should not be used when noted upon inspection as it may cause patient and/or user injury if the sheath is used. The sheath is expected to be returned for laboratory analysis.